Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 525 mg/dl with associated symptoms of large urinary ketones, difficulty waking and extreme drowsiness, nausea, vomiting, shortness of breath, polyuria and polydipsia. The patient reportedly received treatment from a home health nurse/visiting nurse. The patient was treated at the hospital with IV fluids and IV glucose. Troubleshooting performed by animas customer technical support determined the patient¿s event was the result of a training/misuse issue. All basal and bolus amounts in the pump history match the programmed delivery amounts; no pump malfunction was indicated. The patient was referred to their health care provider for diabetes management.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: the black box shows an unexplained power on reset event on (B)(6) 2016 16:54. The pump was powered back on and deliveries resumed on (B)(6) 2016 22:00. On (B)(6) 2016 00:05, a manual time/date change was made to (B)(6) 2016 12:09. An unexplained power on reset then occurred on (B)(6) 2016 12:46; deliveries were never resumed. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No delivery interruptions or errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint and the pump was determined to be operating within the required specifications without malfunction. (B)(4).